Manufacturer narrative:
Four (4) actual samples were received for evaluation in their original packaging. Visual inspection revealed that the primary packaging of two (2) of the samples were damaged. The paper portion of one package was damaged, and the plastic portion of the other package was damaged. Visual inspection did not identify any issues with the packaging of the other two (2) returned samples. Ten (10) retention samples were also evaluated. Visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. The samples were found to have all their components and were in good condition. No damage was noted to the packaging of the retention samples. The reported condition was verified for two (2) actual samples. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. The reported condition was not verified for the other two (2) actual samples or the ten (10) retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of four (4) luer lock administration sets was damaged. This was noted during inspection before use. There was no patient involvement. No additional information is available.